Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported needling procedure was performed on a curved xen one week postop in the right eye with tapering steroid. The device remains implanted.